Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. When the pump was returned to mmdg for investigation, it was found to have fluid ingress. The pump was unable to operate or complete testing because of this. Because testing could not be completed, it is unclear if the pump experienced a reportable malfunction.

Event description:
The initial reporter stated that the pump was not pumping food. Mmdg did follow up with the initial reporter, who stated that they were unable to provide any additional information regarding the complaint. (B)(4).